Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The stm found the touchscreen working to factory specifications. All functional and safety tests were passed to meet factory specifications. The iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, they could not zero the invasive blood pressure (ibp) of the cardiosave intra-aortic balloon pump (iabp) due to the touchscreen. There was no harm or injury to patient and no adverse event was reported.